Manufacturer narrative:
Review of the qc and production records confirm there are no abnormal issues found. Retention samples were reviewed and the appearance of balloon/inflation port, catheter body and valve function are normal. When inserting flexi-seal fms kit management system, long-term bedridden, longer sitting and the diseases that may result to raise the pressure of abdominal cavity are the possible factors to raise the pressures of anus and rectum. These pressures, together with the pressure coming from the inflated balloon or friction between the catheter and the anus of flexi-seal fms kit management system may result to the damages of anus and rectum tissues. And during inserting process, it may result to the damage of anus, and if the balloon of flexi-seal fms kit management system does not insert into rectum entirely, it may make anus sustain the pressure coming from the balloon continually, of which may result to the damage of anus too. Supplier investigation: root cause and investigation: design and intended use: flexi-seal fecal management system is designed to provide a channel for users to manage patients¿ fecal incontinence, and to collect the liquid and semi-liquid stool in order to protect the patient¿s skin and keep the bedding clean, and to provide access to administer medications as ordered by a physician, and to collect a stool sample. Manufacturing process: production process and qc record: accessories ¿ manufacturing process of the indicator bubble: die-casting, indicator balloon test, printing, cutting, gluing and assembling. The manufacturing processes of fms kit including printing, air hole punching, pocket processing, balloon adhesion, irrigation/ inflation port assembling, and inflation indicator assembling etc. The balloon test of full-inspection will be performed after processing. Check the balloon and inflating chamber for malfunction. If the malfunction occurred when inflating or deflating the balloon, it will be detected and recorded. Defects may not be delivered. Quality records: review the qc record and production records of 421630 (sap code: 1714902), lot no.: 19fm0515 there are no abnormal issue founded. Retention samples review: 4 pcs retention samples of 421630 (sap code: 1714902), lot no.: 19fm0515 manufacture order no.: so20190711004. The appearance of balloon/ inflation port, catheter body and valve function are normal. Complaint simulation testing:n/a. Other possible causes for this complaint: when inserting flexi-seal fms kit management system, long-term bedridden, longer sitting and the diseases that may result to raise the pressure of abdominal cavity are the possible factors to raise the pressures of anus and rectum. These pressures, together with the pressure coming from the inflated balloon or friction between the catheter and the anus of flexi-seal fms kit management system may result to the damages of anus and rectum tissues. When inserting flexi-seal fms kit management system, friction between the catheter and the anus might cause the anal injury. The balloon did not be placed in the rectum completely, also might cause anal continuing to withstand balloon pressures and injuring the anus. Product contraindications. Instructions are described: the flexi-seal fms kit management system should not be used on individuals who. Have suspected or confirmed rectal mucosal impairment, e.g. Severe in proctitis, ischemic proctitis, mucosal ulcerations. Have rectal surgery within the last year. Have any rectal or anal injury. Have hemorrhoids of significant size and/or symptoms. Have a rectal or anal stricture or stenosis. Have a suspected or confirmed rectal/anal tumor. Have any in-dwelling rectal or anal device (e.g. Thermometer) or delivery. Mechanism (e.g. Suppositories or enemas) in place are sensitive to or who have had an allergic reaction to any components within the kit. Conclusion: when inserting flexi-seal fms kit management system, long-term bedridden, longer sitting and the diseases that may result to raise the pressure of abdominal cavity are the possible factors to raise the pressures of anus and rectum. These pressures, together with the pressure coming from the inflated balloon or friction between the catheter and the anus of flexi-seal fms kit management system may result to the damages of anus and rectum tissues. And during inserting process, it may result to the damage of anus, and if the balloon of flexi-seal fms kit management system does not insert into rectum entirely, it may make anus sustain the pressure coming from the balloon continually, of which may result to the damage of anus too. Product use possible adverse reactions: instructions are described: if the patient¿s bowel control, consistency and frequency of stool begin to return to normal, discontinue use of the device. As with the use of any rectal device, the following adverse events could occur: leakage of stool around the device. Rectal/anal bleeding due to pressure necrosis or ulceration of rectal or anal mucosa. Perianal skin breakdown. Temporary loss of anal sphincter muscle tone. Infection. Bowel obstruction. Perforation of the bowel. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 third party manufacturing site: 8022978.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 1. Based on the available information, this event is deemed to be a serious injury. Multiple attempts to obtain additional information was performed with no response received. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that an "elderly man was admitted with ventricular fibrillation/ventricular fibrillation arrest related to inferolateral st-elevation myocardial infarction due to catherization for drug eluting stent in right coronary artery. During prolonged hospital course developed large amounts of liquid diarrhea. In order to protect skin, a fecal management system (rectal tube) was employed ((B)(6) 2020) to control and contain the stool. The tube was placed one week later. During the use of the fecal management system, the balloon was regularly checked, deflated and was inflated with 30-40 ml (below manufacturer's maximum 45 ml). Three weeks later, the patient developed bright red blood per rectum with hemodynamic decompensation. The patient underwent lower endoscopy which identified an ulcer in the distal rectum consistent with pressure necrosis that had eroded into an artery which was successfully clipped. The original intended procedure was for management of large volume liquid stool, protect skin". Date of the event was (B)(6) 2020.